Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. It was determined that the cause of the iipv event was due to an insufficient drain and use error, further specified as an inappropriate bypass of a drain, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass a drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2015 at 21:43:08. During night drain cycle two, the patient's ultrafiltration reading was 1290ml, indicating the home patient drained 1290ml more than their maximum programmed fill volume of 2000ml. No additional information is available.